Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the v-pro max 2 sterilizer and found that the unit's vacuum pump was leaking oil and required replacement. Repairs to the unit are pending. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported an oil leak from their v-pro max 2 sterilizer. No report of injury.

Manufacturer narrative:
The technician replaced the vacuum pump, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.